Event description:
Pt reported obtaining back-to-back blood glucose results of 183 mg/dl, 113 mg/dl, 173 mg/dl, and 267 mg/dl on the compact system. Pt stated that an additional set of back-to-back tests was performed on the compact system with results of 251 mg/dl, 317 mg/dl, 312 mg/dl, and 155 mg/dl. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the compact system. Technical support requested the return of the suspect product and replacement product was shipped.